Event description:
It was reported that during a hemorrhoid procedure, the device would cut, but stapled partially. A part of the staples did not close. There was a important bleeding, stopped by manual suture. It did not require any treatment neither blood transfusion. The intervention time was not extended. The hospitalization was not extended. Unk how case was completed. The device was discarded, but the staples are being returned.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval. Device discarded, staples being returned.